Event description:
The pt changed the infusion set and insulin cartridge on (B) (6) 2010. On (B) (6) 2010, the pt's blood glucose measured 180 mg/dl and she ate breakfast and bolused through the infusion device. One hour later her blood glucose measured 200 mg/dl prior to playing sports at school. After the sport, her blood glucose measured 60 mg/dl and she ate. At 12:00 pm her blood glucose measured 147 and she ate lunch and at 3:30 pm her blood glucose measured 324 mg/dl and she bolused through the infusion device. At 4:15 pm her blood glucose measured 427 mg/dl and she changed the infusion site and bolused through the infusion device. The mother examined the infusion tubing and primed and insulin did emerge from the tubing. At 5:15 pm the pt's blood glucose measured 503 mg/dl and the pt injected insulin via pen. She changed the infusion tubing and the mother stated that insulin flowed faster from the new infusion tubing. The pt set a temporary basal rate of 120% and drank water. The pt's parents checked her blood glucose often through the night and injected insulin as needed. On (B) (6) 2010, the pt's blood glucose had decreased. Her normal blood glucose range is 100-120 mg/dl during the day and 150 mg/dl at night. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The alleged infusion set was discarded. Replacement infusion sets were sent.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report. No product will be returned for eval.